Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspected/actual rupture/deflation" via national breast implant registry. This record is for the right side. The device has been explanted and replaced. It is unknown if the device will be returned.